Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the complaint device to analyze, a cause of the reported leak/splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip delivery system (cds), air leak. It was reported that when preparing the mitraclip delivery system (cds), air could not be completely removed from the delivery catheter (dc), handle. When tapping the device to remove the air from the dc handle, more air continued to enter the dc handle. The cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.